Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patients ipg was eroding through the skin. The patient underwent ipg replacement and one lead was also replaced due to breakage. The patient was doing fine after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. (B)(6) as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint. (B)(6) visual inspection of the lead found that the lead proximal end is fractured between the retention sleeve and contact #8. The root cause of damage to the lead is unknown. (B)(6) no complaints about the functionality of this device were reported. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. .

Event description:
A report was received that the patients ipg was eroding through the skin. The patient underwent ipg replacement and one lead was also replaced due to breakage. The patient was doing fine after the procedure.